Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer unable to clear stuck button alarm. Customer states they did press a button down for 3 minutes or longer. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board.